Manufacturer narrative:
Added information to section d9. Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "hole at 20cm form tip" was confirmed. A cut was found on the catheter body at approximately 20 cm from distal tip. The cut was approximately 1 mm in length. The cut affected thermistor lumen. Edges of the cut appeared to match up. The balloon inflated clear and concentric and remained inflated for 5 min. No leakage was observed from through lumens. No visible damage was found from the balloon. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The manufacturing process was reviewed, and a potential root cause could not be identified. There are established process controls to prevent the occurrence of the reported malfunction.

Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, upon removal from the patient, as it had not provided pulmonary artery pressure readings since the previous shift, this swan ganz catheter had a hole in the balloon inflation lumen, located approximately at 20cm from the tip. The device was flushed and blood clotted came out from the hole. There was no allegation of patient injury.